Event description:
It was reported that a battery depletion error occurred involving this device, and a device data review was required. Technical services (ts) there had been many magnet applications and the magnet and beeping had overwritten the battery measurements in the logfile which was used for analysis. The device had triggered elective replacement indicator (eri) and should be explanted and replaced. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion error occurred involving this device, and a device data review was required. Technical services (ts) there had been many magnet applications and the magnet and beeping had overwritten the battery measurements in the logfile which was used for analysis. The device had triggered elective replacement indicator (eri) and should be explanted and replaced. Additional information provided noted that due to multiple magnet applications a drop in the battery level was noted, but the battery had recovered and thus in good condition to date. The device remains implanted. No adverse patient effects were reported.